Event description:
Bipolar forceps had wires that were frayed at the wrist of the instrument. A new instrument was opened, and the case proceeded with no issues. The instrument will be sent back to the company.